Event description:
The customer reported the system's footswitch was not functioning properly and locked up the system when used.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. However, the rep replaced the motherboard and backplane. Also, flashed and reloaded nodes. The system was tested and found to be working as intended, and put back into service.